Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infinion cx 50 cm lead. Model#: sc-4318, lot#: 19953820, description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the battery pocket site which was not device related and the cause was unknown. Symptom was redness noted around the incision site. Antibiotics were prescribed. The patient underwent an explant procedure.